Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for an v-tach event. No patient harm was reported. Investigation conclusion: biomed reported a missed v-tach alarm during a patient event on 8/27/2025 at approximately 16:36-16:39. No patient harm was reported. Arrhythmia analysis on the cns was greyed out, and the customer requested confirmation that alarm thresholds and settings were correct. Root cause investigation: clinical review found multiple indicators that the monitor could not reliably analyze the ECG signal at the time of the event. Documentation showed frequent asystole alarms and pacer non-capture alarms, suggesting intermittent loss of detectable cardiac activity. Arrhythmia analysis remained unavailable even after reboot. Vpc run and v-brady detection were off at the time of the event. Because the system could not obtain a reliable ECG signal, the expected v-tach alarm did not trigger. No device malfunction was identified. The root cause is inadequate ECG signal due to lead placement or patient condition preventing arrhythmia analysis. Additional device information: d10: concomitant medical device: bedside monitor. Model: cu-192r. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for an v-tach event. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for an v-tach event. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for an v-tach event. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: bedside monitor model: cu-192r. Sn: (B)(6).